Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain. The same day as the abdominal pain, the patient began treatment with vancomycin and gentamicin (doses, frequencies, duration and route not reported) for the event of peritonitis. The second and third day after antibiotic therapy was started it was reported the patient ¿missed treatment at home¿ (further details not reported). Four days after starting antibiotic treatment the patient was diagnosed with peritonitis and was hospitalized for the peritonitis event. Dianeal therapies were ongoing. The patient was recovered from this peritonitis event. At the time of this report, the patient remained hospitalized. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.